Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for two days and had no red screen anomaly or display anomaly. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The unit was received with minor scratched display window, broken belt clip slot, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was malfunctioning. Caller stated that the customer's insulin pump screen turns red. Caller stated that the customer had high blood glucose of 203 mg/dl. Caller stated that the customer went to the doctor and he advised her to bolus. Caller stated the customer's insulin pump date and time are incorrect, it is alarming no delivery and has a big crack by the drive support cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.